Event description:
A customer observed negatively biased qc results after switching lots of tsh reagent. No pt results were reported. Erroneous results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that calibration results were acceptable. Maintenance procedures were reviewed and verified. Further testing identified that the issue was related to the initial reagent pack of the new lot. Info on storage conditions and further testing on the pack have been requested, but no results have yet been rec'd. The root cause of the event is unk.